Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
A respiratory therapist reported that the ventilator shut down and then rebooted during patient use. The device had an audible alarm and displayed a ¿cpu reboot¿ alert message. The patient was transitioned to another ventilator. No patient harm was reported, and no patient demographics were provided. Review of the device logs confirmed that a graphic user interface (gui) cpu reboot occurred. The nkv-330 continues ventilation operations during the gui cpu reboot; there is no interruption in patient ventilation.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.